Event description:
Info received indicates the brake is not engaging.

Manufacturer narrative:
The tech found when the brake pedal is depressed, the pedal will not hold and will pop back up. He determined this was due to the right foot caster cam not being properly oriented. The tech replaced the caster and confirmed proper operation of the brake cam to repair the bed.